Event description:
It was reported to philips healthcare that the heartstart mrx has a humming noise, intermittently failed to power up, and delivered energy levels different that the energy level selected. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.